Event description:
During the implantation procedure, the left ventricular lead impedance was increasing; because everything else was operating as expected, the lead was kept implanted. One day post implantation, a high impedance was still observed, but reportedly, a few days after, the impedance recovered a normal value.

Manufacturer narrative:
Sept 17, 2010 - this event concerns a device that was mfg and used outside the us. Analysis is pending.